Event description:
(B)(4) - 975 hours and the compressor blew. (B)(4) - patient was not getting enough oxygen and had to go the hospital over the weekend. Customer is not happy with the new perfecto2 concentrator overall. Love the platium and wished we still carried them. Said the perfecto2 was made like a toy. Needs new concentrators but will likely purchase elsewhere. Said he bought 6 units and 3 had issues.

Manufacturer narrative:
No RMA has been initiated for this issue. Model irc5p, serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1143482 rev e (nov-09) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.